Event description:
Pt reported being hospitalized after her coworkers found her unconscious in her car. Pt reported an inaccuracy in her cgm readings, stating that her cgm read at 91 mg/dl when her fingerstick measurement was 27 mg/dl.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.